Event description:
Glidewire frayed at end during procedure. No adverse outcome to pt. Dates of use: 2008. Diagnosis or reason for use: biliary obstruction. Event abated after use stopped or dose reduced? Yes.